Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus repair center, but not returned to olympus medical systems corp. (Omsc). Therefore, omsc could not confirm the device. Olympus repair center could confirm the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the failure of the main circuit boards. Aging deterioration may have caused the defect because 7 years have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The inspection by oth also found followings: there was a defect in the main circuit board. Oth said that this defect caused lighting problems on the front panel and xenon lamps. The repair history of this device showed that this device had not been repaired in the past year. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
Service department of olympus trading ((B)(6)) limited (oth) reported that the front panel and xenon lamp of the device did not light. These events were found when the device was powered on. This device was an olympus asset. There was no report of patient injury associated with this event.